Manufacturer narrative:
Details of complaint: the customer reported a central nurse's station (cns: pu-621ra) was experiencing a gateway service crash. The customer stated that this was caused by wireshark, a third-party network tool used to monitor network traffic. It was mistakenly left running, and the log files it collects filled the hdd space. This caused for the unit to crash. Service requested / performed: troubleshooting. Investigation summary: the root cause of this issue can be determined as user error as the customer had a third-party application crash the software. The customer stated that the application was running in the background, collecting logs, and as a result was taking up space in the hdd. There was no further information provided and due to the age of this complaint, no additional information can be obtained from the customer. Based on sop07-003, no CAPA is required as the overall risk rating is medium and the quality event does not warrant a corrective action. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the cns: . Telemetry server: model #: ni. Serial #: ni. Gz transmitter: model #: gz-130. Serial #: (B)(6). Rns: model #: ni. Serial #: ni.

Event description:
The biomedical engineer reported that all the telemetry on wifi was in comm loss with the central nurse's stations (cns) and the remote monitoring stations (rns).

Manufacturer narrative:
The biomedical engineer reported that all the telemetry on wifi was in comm loss with the central nurse's stations (cns) and the remote monitoring stations (rns). The unified gateway was down and this affects the rns and the telemetry on wifi. We found that wireshark, which is a network tool used to monitor network traffic was accidentally left running and the log files it collects eventually filled up the hdd space for the unified gateway and the logs needed to be deleted to resolve the issue. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. We requested that device model and serial numbers be provided for all devices affected by the unified gateway being down and was only provided the following: concomitant medical devices: telemetry gz-130, sn (B)(4).

Event description:
The biomedical engineer reported that all the telemetry on wifi was in comm loss with the central nurse's stations (cns) and the remote monitoring stations (rns).